Manufacturer narrative:
The olympus field service engineer (fse) performed a site visit. The reported device was checked and the broken grey channel port connector was replaced. Once completed, device was tested and passed all specifications. IFU (instructions for use) states: the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the manual. If any irregularity is observed, do not use the equipment. The equipment must be repaired prior to next use.

Event description:
It was reported that the oer-pro grey channel port connector was found broken. There was no patient involvement on this report. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Per the instructions for use: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.